Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant the patient experienced strong and persistent chest pain. An echocardiography confirmed a pericardial effusion. The patient was treated and recovered to a normal condition. The lead remained implanted.